Event description:
It was reported that the patient presented to the emergency department (ed) with a driveline communication fault. The pump was on and working and no visual damage was seen on the system controller or the driveline. The site reported that the modular cable connection was slightly loose with the "yellow band" showing. The connection was tightened but the alarm was still active. Log files were submitted for review. The event log file confirmed the reported driveline comm b faults. The controller and modular cable were exchanged, and the alarms did not return. Blue/green discoloration was noticed on the patient side of the modular cable even though the patient reportedly covered the driveline dressing as well as the modular cable connection when they were to shower. The pump restarted as expected after the controller was exchanged and the patient was feeling fine after the change. They were discharged from the ed shortly afterwards with no further alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.